Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert from the patient's home monitoring system for impedances of greater than 2000 ohms, as well as loss of capture at maximum outputs and high thresholds. The lead is thought to have dislodged although this is unconfirmed. A boston scientific sales representaive (sr) was present and noted that the lv egm was seeing atrial activity on the lv lead. Boston scientific technical services (ts) recommended to get a chest x-ray to check for lead position. To date, there have been no adverse patient effects reported.